Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station cubie was stuck. A field service engineer replaced the drawer controller to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie was stuck. Customer stated that there user can managed to get the medicines from other station and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.